Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "thin liquid flap" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: thin liquid flap, intracapsular rupture.

Event description:
Physician reported "the right implant shows a 'drop' image and several target images as from fissuring and probable intracapsular rupture of the prosthesis. Thin liquid flap on the right" on MRI. Device has been explanted. This relates to the right side.

Event description:
Physician reported "the right implant shows a 'drop' image and several target images as from fissuring and probable intracapsular rupture of the prosthesis. Thin liquid flap on the right" on MRI. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.